Event description:
It was reported that the customer had high blood glucose levels of 160 mg/dl. The customer reported a beep anomaly from the insulin pump. The customer also reported that the beeping issue occurs whenever there is an alarm for low predict from the insulin pump. The customer also reported a calibration error and a change sensor alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Failure analysis revealed that all the operating currents were within specification. The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device communicated properly with the glucose sensor simulator during testing. No series of beeps or unexpected audio/beep anomaly noted. The unit functioned properly. The device was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).